Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 15.2 mmol/l (user's meter) and 8.9 mmol/l (lab result). Based on the meter's reading, the patient independently increased their insulin dosage. This resulted in a subsequent emergency hospitalization for hypoglycemia, confirmed by an emergency blood glucose test showing of 4.1 mmol/l. During the hospital stay, the patient's meter was used and displayed a reading of 11.3 mmol/l.the patient was immediately instructed to discontinue use of the meter and the associated batch of test strips. Following adjustment of unknown medication based on accurate blood glucose measurements, the patient's blood glucose levels normalized.